Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow-up report.

Event description:
It was reported that a CT scan revealed 5 extra-cochlear electrodes that have migrated since surgery in 2004. Patient has been a fair performer, but improvement in his progress had been noted over the years. The patient has been using an 8-9 channel since early on due to poor or inconsistent response to apical electrodes. According to surgical report all 12 channels were inserted. The audiologist did inform the parents that the implant is fully functional with 7 channels.